Event description:
The physician was attempting to deploy a 3.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a severe lesion in a patient located in the cx saphenous venous graft. It was reported that the lesion had 95% stenosis and exhibited little calcification, moderate stenosis and had a diameter of 3.5mm. It was reported that during the device inflation, a leakage was observed in the distal artery without the expansion of the stent. Several attempts were made to expand the stent, however, were unsuccessful. On removal of the stent from the graft, the stent got stuck in the proximal part of the graft artery and dislodgement of the stent occurred. A balloon and a nc balloon were used to fully expand the stent. A resolute integrity stent was implanted, however, no reflow occurred. The procedure ended with the complete loss of the saphenous vein graft, and an mi was reported to have occurred.

Manufacturer narrative:
(B)(4) inherent risk of procedure (burst, balloon and dislodgement and mi). Patient condition affected effectiveness of the device (presence of calcification and 95% stenosis have most likely contributed to the balloon burst, dislodgement and mi) evaluation codes: conclusion: device failure/lack of effectiveness related to patient condition (presence of calcification and 95% stenosis have most likely contributed to the balloon burst, dislodgement and mi). (B)(4).

Manufacturer narrative:
Evaluation results: (root cause for balloon leak cannot be determined, device evaluation pending). Evaluation conclusion: no conclusion can be drawn (root cause for balloon leak cannot be determined, device evaluation pending). (B)(4).

Event description:
Additional information confirmed that the dislodged endeavor sprint stent was removed from the patient.

Event description:
Device evaluation: the balloon had been partially inflated. Crimp impressions were evident along the balloon. A gapping, longitudinal tear was located on the proximal side of the balloon. Cine image review: procedural images confirm the presence of calcification and high level of stenosis. They also confirm the partial inflation/deployment of the stent and subsequent dislodgement while attempting to retract the device. Contrast can be seen exiting the balloon distally inside the vein graft. The procedural images were reviewed by an external consultant. In relation to the balloon burst and subsequent mi and occlusion, they conclude that it appears most likely that the vessel morphology may have caused damage to the device resulting in the balloon burst.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.